Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. However material from the production line was verified and no issues were found that can lead this customer complaint. The device history record (DHR) of batch number 74k1600131 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. If the device becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "on a routine visual inspection of the endotracheal tube placement it was discovered that the bite block was not in position between the molars but was found in the posterior oral cavity. The bite block was retrieved and it was noted that the handle had disconnected from the block with the breakage point occurring midway along the shaft within the bite block. Up to the date of this report submission the handle has still not been found." There was no report of injury to the patient. Medical intervention reported as the bite block was retrieved from the posterior oral cavity. Patient condition reported as critical, although it was noted the medical professional did not allege the device contributed.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the bite block was damaged. The damage observed indicates that the device was used incorrectly. The complaint is confirmed.

Event description:
Customer complaint alleges "on a routine visual inspection of the endotracheal tube placement it was discovered that the bite block was not in position between the molars but was found in the posterior oral cavity. The bite block was retrieved and it was noted that the handle had disconnected from the block with the breakage point occurring midway along the shaft within the bite block. Up to the date of this report submission the handle has still not been found." There was no report of injury to the patient. Medical intervention reported as the bite block was retrieved from the posterior oral cavity. Patient condition reported as critical, although it was noted the medical professional did not allege the device contributed.